Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a merlin.net transmission showing two episodes of non-sustained rv oversensing that were due to post-paced t-wave oversensing. Programming changes were made.